Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the ceramic electrode of the device got detached and fell outside the patient. The case was completed by using another device. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.